Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the o-ring has came out. The customer¿s blood glucose level was unknown. The device will be returned for analysis.